Manufacturer narrative:
Upon reassessment of the reported event, it was determined that zimmer biomet does not have reporting responsibility for the item involved in this event, the correct firm has been notified. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the device fractured during the fixation phase. No pieces remained in the patient and the surgery was completed with another device without delay. No further information is available at this time.